Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user could not get drops to appear when attempting to fill the tubing, and the connector felt wet while the cartridge showed no leakage; the issue resolved after replacing the tubing and connector and refilling, with drops observed and the supply change completed. No adverse clinical symptoms reported. Outcomes included no medical intervention, no alerts or alarms, and successful completion of the supply change after troubleshooting. Customer care provided support that included troubleshooting and user education by guiding the user to replace the tubing and connector and reattempt the fill. Investigation of this case revealed a probable connector or tubing issue presenting as a suspected leak or failure to prime, which resolved with replacement components. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and/or disposable component anomaly.